Manufacturer narrative:
On 12/23/2019, biosense webster inc. Received additional information indicating the complaint device was discarded and no longer available for return. As such, the h6. Method code has been changed from 4114 (device not returned) to 4115 (device discarded). Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a premature ventricular contraction (pvc)/right ventricular outflow tract (rvot) ablation procedure with a thermocool sf nav catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient was under general sedation and received no heparin during the procedure. Ablation occurred in the right ventricle; therefore, no transseptal puncture was done. Ablation was performed in the rvot region using the niobe es system, quikcas, with a bwi thermocool sf nav catheter and smartablate rf generator using 35-50 watts of energy. About 2 hours into the procedure, while ablating, the patient¿s blood pressure dropped, and it was noted that there was no movement of the cardiac silhouette. There was no impedance drop noted or steam pop. An intracardiac echocardiogram catheter was inserted and showed a pericardial effusion/cardiac tamponade. An emergency pericardiocentesis was performed and approximately 350 cc of blood was removed. The patient was admitted to the intensive care unit for observation. It is unknown if extended hospitalization was required, however the patient has fully recovered. The physician¿s opinion on the cause of the event is that it was procedure related due to the delivery of ablation energy in a thin tissue area. The flow was set within normal settings for thermocool sf nav catheters at 30 ml. No errors were observed on the biosense webster systems during the procedure. Visitag module was used with range 1.5mm, time 4s and color option for time 0 ¿ 10s. No other visitag filters were used. In conclusion, no bwi device deficiencies nor workflow deviations were identified that could account for this event, however, since the event occurred during the use of bwi products, their contribution cannot be excluded.